Manufacturer narrative:
(B)(4). The returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was detached, bent and blackened. The device was observed under magnification and the cut of the cutting wire was not smooth. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported complaint was confirmed. Upon analysis, it was observed that the cutting wire was detached and bent which disabled the device's ability to conduct. The cutting wire being blackened indicates that the device was energized. Based on the event description and the condition of the device, the failure found could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum voltage rating. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, sparks came out upon turning on the power and electrical loss occurred. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; cutting wire detached.